Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using his heating pad on his leg for pain and alleges it caught on fire. Consumer alleges he had a minor injury did not seek medical attention and self treated. There was not a report of property damage with this incident.